Event description:
It was reported that the device was alarming cassette not attached properly, reattach cassette. The device had this alarm every time the latch was attempted to be closed. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the customer's complaint. The cause of the issue was found to be a software problem. The software was re-flashed, and the downstream occlusion (dso) sensor/seal was calibrated to fix the issue.